Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none, symptoms/ae/outcome: embolic protection filter basket retrieval unsuccessful with initial recovery catheter #2. Time of symptoms/ae: during the procedure. It was reported that during a revascularization stenting procedure in a heavily calcified and tortuous left internal carotid artery, the physician was unable to pass the recovery catheter (rc2) low profile design smoothly through the implanted stent to retrieve the filter basket. The shapeable tip recovery catheter (rc1) was also initially unable to cross, but after the tip was reshaped the rx accunet was retrieved intact. Reportedly, post-stent deployment after dilatation inflation the patient developed speech difficulties, which was treated with heparin and nitroglycerin. The patient was fully recovered within 24 hours after the procedure. Though requested, no additional information was available.